Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: myocardial infarction/thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the patient had a promus stent implanted two months ago and presented last week with an acute mi and stent thrombosis. The thrombosis was treated with balloon angioplasty to open up the stent. An intravascular ultra sound was used and the results were good. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Product performance engineering reviewed the incident information. Thrombosis and mi are known outcomes of coronary stenting procedures, and are listed as potential adverse events in the device instructions for use. In this case, there was no report of difficulties experienced during the initial procedure which may have contributed to the subsequent patient effects. Although a definite root cause for the thrombosis and mi and the relationship to the device, if any, cannot be determined, there are no indications of a product quality issue contributing to the outcome of the procedure.